Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient reported for an interrogation due to syncope. The patient¿s lead was determined to be oversensing and was capped on (B)(6) 2017 and replaced. The patient was stable during and after the procedure.